Event description:
Device depleted battery before expiry no status indicator device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 22nd august 2017. The device was returned for failing to power on and no flashing status indicator. The fault was traced back to a fault with the spring in the negative battery terminal pogo pin resulting in a lack of contact with the battery terminals and therefore, a lack of power to the device. This fault would also account for the device missing multiple self-tests, the low battery fails and log entry of nonsensical data recorded at the end of the history log as the pogo pin may have made intermittent contact with the battery terminals at this time. Failures of this nature are likely due to a manufacturing defect, resulting in a latent failure of the component. The device successfully passed final unit test, h037-014-004, and performed to specification up to the 25th february 2018. Therefore, it is assumed that the spring failed after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleted battery before expiry no status indicator device will not switch on. There was no patient involved in this event.